Event description:
It was reported that during preparation of a triclip xt, the clip was difficult to close. Troubleshooting was performed, and the clip was able to be closed. After closing the clip, an attempt was made to reopen the clip. However, the clip would not open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. Device returned and analysis of the device done on 06-jan-2026 revealed a broken l-lock tab. A detached l-lock tab may embolize in the patient anatomy resulting in the potential to cause or lead to a serious deterioration in state of health and is reportable. Therefore, an initial MDR will be filed with the aware date of 06-jan-2026.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to replicate the reported inability to open the clip and difficulty closing the clip due to the condition of the returned device (l-lock tabs broken). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to open the clip and difficulty closing the clip are likely related to the observed broken l-lock tabs. However, a cause for the observed broken l-lock tabs could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.